Event description:
During a code situation the pt was ventilated using a pulmanex manual resuscitator. During use, the exhalation port adaptor came off. The nurse tried to reattach the adaptor, but the adaptor would not stay in place. The nurse said that the resuscitator worked fine before the port came off, but it appeared that the resuscitator would not hold pressure anymore after the incident, even if no parts were missing and no parts were broken. No pt injury was reported.